Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported via facebook that a stent was not fully apposed. The patient had four stents implanted. One stent collapsed and another stent was reinserted.